Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg, which is an off-label usage the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced lightheadedness and was shaking when she got a low reading. She drank a glass of orange juice to get her sugar up. She got a reading of 126mg/dl but the reading dropped to low again. She did not take a bg reading. Her boyfriend brought her to the hospital. At the hospital, her bg reading was taken and it showed high. Then they drew another blood through skin test and it showed 800 mg/dl. No cgm reading since the sensor was removed. She was placed in a room and was administered with an IV drip with 1.5 bags of fluids and 25 units of insulin to lower her blood sugar. After the treatment, her blood sugar decreased from 405 mg/dl to 210 mg/dl. After 6 to 7 hours in the hospital, her blood sugar became stable, and she was discharged in good condition between 6:30 and 7:00 am. When she arrived at home, she checked her bg reading and it showed 92 mg/dl. She was stable during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.